Manufacturer narrative:
The product was implanted into the patient and therefore will not be returned. It was confirmed that the expiration date was not checked by the surgical team prior to implantation. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported the product was implanted into the patient on (B)(6) 2017; subsequently it was identified the product expiration date is april 2017. It was confirmed by the sales representative that there was no issue or patient injury. It was confirmed that the expiration date was not checked prior to implantation.